Manufacturer narrative:
Testing of actual/suspected device: (10/213) a getinge field service engineer (fse) was dispatched to evaluate this unit due to customer's reports of monitor displaying lines that were constantly moving throughout the screen. The fse was able to verify the display issue and replaced (0160-00-0113) 10.4" display w/ rtv bead sea as required. The fse performed all functional and safety tests per factory specifications. The unit passes all functional and safety tests. The iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the display in the cs300 intra-aortic balloon pump (iabp) was jittering and not displaying anything. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information contact poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the display, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.